Event description:
The biomedical engineer (bme) reported that they were receiving a raid rebuild message on a central nurse's station (cns). He received a report that a cns had gone down and was unable to be rebooted. After receiving the report, he went to the department where the device was located and discovered it was powered off. They attempted to boot up the cns and after several minutes, it was fully rebooted. He then system exited the cns application to ensure that the device was functioning as it should. Once the application was closed, and they were on the windows desktop, he noticed a prompt in the lower right hand corner of the device which read raid rebuild and called to ask what that meant. Nihon kohden technical support (tech support) informed him that the prompt was informing him that rebuilding the raid volume will reestablish user file protection from a single hard drive failure. Tech support then informed the customer that the reason he may have received the prompt was due to the cns having experienced a hard shut down. After providing them with this information, tech support waited for a few moments for the device to be rebooted once again. Once the cns was back up, tech support ensured that there was no further assistance required. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they were receiving a raid rebuild message on a central nurse's station (cns). He received a report that a cns had gone down and was unable to be rebooted. After receiving the report, he went to the department where the device was located and discovered it was powered off. They attempted to boot up the cns and after several minutes, it was fully rebooted. He then system exited the cns application to ensure that the device was functioning as it should. Once the application was closed, and they were on the windows desktop, he noticed a prompt in the lower right hand corner of the device which read raid rebuild and called to ask what that meant. Nihon kohden technical support (tech support) informed him that the prompt was informing him that rebuilding the raid volume will reestablish user file protection from a single hard drive failure. Tech support then informed the customer that the reason he may have received the prompt was due to the cns having experienced a hard shut down. After providing them with this information, tech support waited for a few moments for the device to be rebooted once again. Once the cns was back up, tech support ensured that there was no further assistance required. No patient harm was reported.